Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record review shows that the product was released per specifications. The used returned pack was visually inspected and surgical residue was observed in the aspiration chamber. A console representing the current software version was used to test the sample. The sample was ejected by the console and generated system message code and could not drain the aspiration chamber. In order to test the sample, the aspiration chamber was purged of surgical residue. After purging the cassette, the sample was tested and could prime and tune successfully. The irrigation and aspiration pressure were within specification. No message code appeared on the screen. Fluid flowed to the drain bag without any interfering. The root cause of the customer's complaint was unable to be established; when the sample was purged of surgical residue, the sample subsequently met specifications, passing all functional and performance requirements. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that aspiration failure occurred when performing ultrasound as well irrigation and aspiration during an eye surgery. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.